Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2012, resulting in fixture loss. There are plans to replace the lost fixture, but it is unknown in this has occurred as of the date of this report, august 24th, 2012.

Manufacturer narrative:
Correction: the correct catalog number is 92135; and not 90432 as previously reported. This report is filed (B)(4), 2013.

Manufacturer narrative:
(B)(4).